Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned cut in 3 pieces. Microscopic inspection identified a wire detached from electrode 2 on the paddle causing an electrical open. As there was no instrumentation damage to the paddle and the ineffective therapy started prior to the revision, the detached wire is consistent with the lead being exposed to an overstress condition or sudden event while in vivo.

Event description:
Device 1 of 3 reference MFR. Report#: 1627487-2019-12286; reference MFR. Report#: 1627487-2019-12287.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-12286; reference MFR. Report#: 1627487-2019-12287. This report is related to a france patient. It was reported the patient lost therapy. An impedance check revealed high impedance. As a result, the patient plans to undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Additional device information has been provided.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-12286. Reference MFR. Report#: 1627487-2019-12287. Follow-up revealed the patient's leads were explanted and replaced (with two different models) and their extension was explanted. Surgical intervention addressed the patient's issue.